Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for chronic low back pain. It was reported that there was a poor communication screen on the patient programmer (pp). The implantable neurostimulator recharger (insr) was not able to communicate. The last time the patient felt stimulation was in (B)(6) 2015. The last successful charge session was in (B)(6) 2015. The patient charged every week and he went to recharge and couldn't recharge. The part of the stimulation went out on one side. He could not feel the stimulation on one side. The patient was in pain all the time. The patient reported that they said they wanted to put a new unit in. The patient did have a fall but he had not had any medical procedures. He walked with a cane now and used a walker or would ride at the store. A manufacturing representative (rep) told him how to do a physician mode recharge (pmr). Further follow-up is being conducted to determine what steps were taken to resolve the issues. If additional information is received, a follow-up report will be sent.